Event description:
Pt had three mini-revo anchors implanted in his shoulder on 4/4/96. Approx three months after the surgery, the pt began dislocating his shoulder. The dr removed the three mini revo anchors on 11/21/97. The anchors had eroded out of the bone and the heads on the anchors had began to protrude. Two of the anchor eyelets had broken off.